Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa to treat persistent atrial fibrillation (a fib) (off label) catheter the plastic of the side port was cloudy. The plastic of the side port of the catheter was a cloudy white, possibly with adhesive on it. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt of the catheter at the boston scientific's post market laboratory the catheter was first visually inspected, and a build-up of adhesive was observed on the flush port. A guidewire could be inserted into the catheter with no issue and the catheter could functionally be deployed into all desired array shapes. The catheter was flushed with no issue. Based on all the available information it was determined there was not a problem related to the allegation of foreign material in the catheter. While the adhesive used on the flush tubing was visible this does not have an impact on the function of the device, nor does it increase patient risk. Additionally, it was confirmed that according to the labeling using the farawave catheter to treat persistent atrial fibrillation (a fib) is off label as the catheter is only indicated for treatment of paroxysmal atrial fibrillation.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa to treat persistent atrial fibrillation (a fib) (off label) catheter the plastic of the side port was cloudy. The plastic of the side port of the catheter was a cloudy white, possibly with adhesive on it. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.